Manufacturer narrative:
Manufacturing review: review of manufacturing records was not performed, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: a stent graft delivery system was returned. Based on the sample returned it could be confirmed that the stent graft was only partially deployed. The outer sheath was found to be elongated which indicated that increased release force was present during the attempt to deploy the stent graft. No indication for a manufacturing related issue could be identified. Based on the information available, the reported issued was confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential factors. Regarding preparation and accessories to be used the IFU states: "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure. Note: predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician." And "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Furthermore, the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent graft placement in right common iliac artery, the stent graft allegedly deployed 1cm. It was further reported that another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number has not been cleared in the u.s. But, it is similar to the fluency plus endovascular stent graft products that are cleared in the us.

Event description:
It was reported that during the stent graft placement in right common iliac artery, the stent graft allegedly deployed 1 cm. It was further reported that another stent was used to complete the procedure. There was no reported patient injury.